Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a door not fully latched alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the identified symptom of door not fully latched alarm through the observation of the alarm, but could not reproduce it. Evaluation determined the cause to be a loose upper link screw. The link screws were replaced to correct this condition.